Event description:
Event description guidant received information that a revison procedure was performed due to dislodgement of this venticular lead, which occurred twice. It was reported that the dislodgement was possibly caused by the patient. The lead was removed and replaced. The patient had no adverse effects from the dislodgement.